Event description:
During a treatment on a meridian hemodialysis machine, the pt complained of shortness of breath and chest pain. Air was observed in the venous line below the drip chamber. There was no air detector alarm. The treatment was stopped and the pt was placed in the trendelenburg position. The air was circulated out of the system. The pt recovered. Treatment parameters consisted of 320 ml/min blood flow rate, 700 ml/min dialysate flow rate, 4-hour intended treatment time, pre-pump arterial pressure monitoring. Pt access: arm catheter.